Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and showed nine lives remaining. It successfully passed both the recognition and engagement tests. The instrument moved smoothly with a full range of motion in all directions, and the grip tips opened and closed properly. No physical damage or abnormalities were observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument round knob was getting stuck to the rotating joint. The procedure was completed with no reported injury.